Manufacturer narrative:
Correction: outcomes attributed to adverse events - required intervention to prevent permanent impairment/damage (devices) checked, which was not reported earlier. New information: describe event or problem updated for patient condition.

Event description:
New information available on 7/24/2017 reveals that, the patient was stable after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with noise in the right ventricular lead. Noise was reproducible in clinic with isometrics. The implantable cardioverter defibrillator exhibited oversensing of the noise and the patient received inappropriate shock. The lead was capped and replaced on (B)(6) 2017. No further information is available.